Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by medical facility.

Event description:
A report was received that the patient was experiencing frequent and extended ipg charging. It was also noted that there was a difficulty with the communication between the remote control (rc) and the ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing frequent and extended ipg charging. It was also noted that there was a difficulty with the communication between the remote control (rc) and the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the physician believed that the charging issue was related to the age of the battery.

Event description:
A report was received that the patient was experiencing frequent and extended ipg charging. It was also noted that there was a difficulty with the communication between the remote control (rc) and the ipg. The patient will undergo an ipg replacement procedure.